Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion 16. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(4). Batch: 7081064.

Event description:
It was reported that the patient became infected with pneumonia partially through the trial lead testing period. The patient underwent an early lead pull procedure due to the infection and was expected to fully recover. The infection was assessed as not device related. The leads will not be returned as they were disposed of by the medical facility.